Manufacturer narrative:
Medtronic received the following information from a journal article entitled; follow-up results of aortic arch cervical debranching performed with the help of a temporary crossover external carotid artery bypass for cerebral protection followed by endovascular thoracic aortic aneurysm repair oztas dm, ugurlucan m, beyaz mo, ulukan mo, unal o, onal y et al. Interactive cardiovascular and thoracic surgery 2020; volume 30, issue 5 doi:10.1093/icvts/ivaa004. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the treatment of a thoracic aortic aneurysm involving the aortic arch and also had underwent aortic arch cervical debranching using a novel technique prior to the tevar. Due to the patients peripheral artery disease, the first attempt to debranch and perform the tevar failed, due to iliac artery rupture and an inability to deploy the stent graft through iliac arteries. This occurred after aortobifemoral reconstruction had been performed. On the second attempt the tevar was successfully performed. This patient expired of natural causes within two years of the procedure.